Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2158-70 serial #: (B)(4). Description: linear lead with enhanced stylet 70cm.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg explant procedure due to ineffective charging. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.